Event description:
On 12/15/09, covidien was informed of a customer who had a issue with a heparin prefilled syringe. The attorney alleges that in 2007, the patient was admitted to the hospital because he had suffered a myocardial infarction. The same day, the patient was administered intravenous heparin an he continued to receive heparin at the hospital until two days later. The patient began to have symptoms consistent with the hypersensitivity-type adverse reactions from contaminated heparin. Upon information and belief, on at least one occasion, the heparin administered was alleged to be contaminated heparin. The patient passed away the following month.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Additional date of event: 2007.